Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h4 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the soltive superpulsed laser fiber tip probe wore out quickly. 3 additional fibers had the same issue. There was no falling off. The issue occurred during a therapeutic bladder stones procedure. The procedure was delayed by 2 hours and could not be completed. Per the report, the intended procedure was scheduled on a later date. There was no patient harm, no injury reported due to the event. This report is related to report patient ID (B)(6), patient ID (B)(6), patient ID (B)(6).